Event description:
It was reported that the patient with this right ventricular (rv) lead had passed out and was in the hospital. It was noted that this had occurred back in december as well in which a spike in rv pace impedance measurements remaining within normal range was observed. While in the hospital the field representative observed loss of capture markers and fusion beats. There was no noise observed. The rv output was increased. Additional information was requested from the field. At this time the cause of the patient symptoms are unknown. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).